Event description:
Per the clinic, the patient experienced a performance decrement and limited benefit resulting in the decision to discontinue use of the device. The patient was placed under general anesthesia on (B)(6) 2025, in order to explant the internal magnet and to transition the patient to a transcutaneous osia implant system on a new internal fixture within the same surgery.